Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that dicom transfer from pacs was slow and upon going further to the next step, the software got stuck. They have to reboot to be able to go to the next step. Then again during the planning, the system was slow and got stuck. They had to reboot again and again to be able to eventually use it for a case. The other system at the site was functioning normally without issue and at normal speed. The probable cause was due to memory issues in the computer.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, lot/serial #: md1651c00215 h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The video capture card functions properly. The network and "teradici" settings were correct. Display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed burn-in testing v9.1. It is fully functional. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.